Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model#: sc-8216-70 serial #: (B)(4) description: artisan surgical lead, 70cm the explanted devices were not returned to bsn.

Event description:
A report was received that the patient's ipg was no longer functioning well and was having difficulty charging. The patient will undergo a revision procedure wherein the ipg will be replaced.

Event description:
A report was received that the patient's ipg was no longer functioning well and was having difficulty charging. The patient will undergo a revision procedure wherein the ipg will be replaced.